Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 012100 - the dentist reported that 2 years and 5 months after dental implant was installed in intraoral region 18#, its loss of osseointegration was observed. In addition, immediate implant was performed and the patient presented bone type I.